Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "o3 on forehead of ECMO patient in csicu rs02 values noted to "drop from 70's down to 30's over 1.5 hours with no change in patient status and inconsistent with clinical picture." Per the customer, o3 sensors were removed and new o3 sensors were applied to the patient's forehead. The new sensors continued to read in the 30's. Using a comparator device the customer obtained measurements in the 70's, which correlated with patient's condition. No consequences or impact to patient were reported.